Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The lead was reprogrammed and remained implanted. The patient was in good condition.